Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained ventricular oversensing was observed on remote transmission. No programming changes or interventions were planned. The patient was being monitored.